Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) could not verify the reported complaint. The fsr and perfusionist read the log review for the centrifugal which indicated that the unit was working as intended. The perfusionist was comfortable with the log review. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a retrograde autologous priming (rap) procedure, the centrifugal pump entered stop mode. The pump was restarted and forward flow resumed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team had an incident with the centrifugal drive motor prior to going on bypass on (B)(6) 2021. The perfusionist noticed after rap that the drive motor and centrifugal controller were in the stop mode (no revolutions per minute (rpms)). The perfusionist accidentally pressed the stop button on the controller when she received a backflow alarm, because of backflow occurring - normal procedure at that period of time, for rap is displacing crystalloid in the perfusion circuit. The manufacturer's clinical specialist confirmed that it was a user error and spoke with the perfusionist at the institution. This caused no delay in instituting cardiopulmonary bypass (cpb). There was no other incident during the procedure with the centrifugal controller. No blood loss and no harm.